Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic incisional hernia repair on (B)(6) 2012 and mesh was implanted. It was reported that the hernia returned within days of the surgery, and on (B)(6) 2012, the patient was admitted again to the hospital to repair a recurrent incisional hernia. The surgeon noted that he could easily visualize the superior aspect of the mesh that had been placed laparoscopically and the tail that had been intended to hang down well over the symphysis pubis as one would use a long shirttail pulled up into the wound. The surgeon trimmed this off and then actually secured this to the undersurface of the abdominal wall. The surgeon then, via an open repair surgery, implanted another mesh. On (B)(6) 2013, the patient experienced a rush of extreme pain. Her bowels had come loose through her muscular wall, and was rushed into surgery. The doctor at another facility performed the surgery. It was noted that the mesh had disintegrated into the intestines and bowels, and the surgeon was not able to remove all the mesh. The patient continues to experience hematuria and chronic interstitial cystitis. She cannot lift more than 10 to 12 pounds without pain and inflammation. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.